Event description:
R-wave amplitude decreased. Tissue or foreign object noted on helix when dr. Removed lead to reposition.

Event description:
R-wave amplitude decreased. Tissue or foreign object noted on helix when dr. Removed lead to repositionl additiona info received reporting possible micro-dislodgement, likely due to venous anatomy.